Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 13-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system bottom drawer was broken which led the medication propofol inaccessible. A field service engineer discovered that drawer 6 was difficult to pull out and failed to open on its own. The drawer was extending too far, and the engineer found that the rear bumpers allowed the bearing cage to move past its intended position, causing friction. The engineer replaced the slide rubber bumpers and tested the drawer, confirming that the issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the bottom drawer of the trauma bay pyxis was broken and was making the propofol inaccessible. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.